Event description:
It was reported that intermittently the 9800 system would display a saturation fault error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the battery packs and charger board. The system was tested and found to be working as intended and placed back into service.